Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer also reported that the insulin was squirting during manual prime process. Customer was disconnected during prime, insulin pump was not bumped or dropped, no water contact. The customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.